Event description:
The device was used during a colectomy procedure. Reportedly, the staples were missing. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
The evaluation of the device revealed the instrument jaws would not close upon pressing the approximating button. Further inspection noted the interlock was fired through and pressure ridges were present. These are indications that the device was fired over thick tissue with excessive force.